Manufacturer narrative:
This supplemental is submitted to provide the correction in the us reportability aware date (b4 field) from 1/30/2023 to 1/29/2023.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting stuck, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being classified as a reportable malfunction event due to the following conclusion: it was alleged that the clip applier instrument could not be removed from the cannula due to a unknown loose component. The unknown loose component could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the medium- large clip applier instrument got stuck in the universal surgical manipulator (usm) and unable release from the sterile adapter. The customer tried restarting the system too. The customer removed the cannula along with usm. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to manually release a stuck instrument and received a strange noise from the instrument after releasing the instrument. The customer proceeded with other/backup instruments with all four arms. The procedure was completed with no reported injury.